Event description:
The modular stem broke above the anchorage area. The surgeon assumed that the breakage is a result in a missing proximal integration of the stem into the bone.

Manufacturer narrative:
We already contacted the user to receive more info and material. So far we are not able to conduct a comprehensive investigation. This event occurred outside of the united states and involved a product that was manufactured outside the unites states. However, because the link mp reconstruction system also is marketed in the USA, link is submitting this MDR to ensure full compliance with 21 cfr part 803.